Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe has not been returned. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they experienced ¿a late-onset nodule/granuloma, the filler had hardened and turned into a lump, and inflamed¿ after they were injected in the jawline/chin with juvéderm vollure¿ xc. Treatment is noted as hylenex and vitrase. Diagnostic testing was administered, and labs came back negative. The symptoms are ongoing. This event will be term coded as inflammatory nodule as no biopsy has confirmed granuloma. Patient was concomitantly injected with juvéderm voluma® xc. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00372 (B)(4). This MDR is being submitted for juvéderm vollure¿ xc.